Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with cartridge during the load sequence. Additionally it was reported that an altitude alarm occurred also it was reported that the pump indicated a data log corruption. Customer¿s blood glucose was 110 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.